Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8paumd. However, transmitter with serial number 8lqt26 was returned for evaluation. An external/exterior visual inspection was performed and voltage check: failed. A review of the share logs was performed and signal loss was found for serial number 8lqt26 within the investigation window. The allegation was confirmed. The probable cause was determined to be root cause cannot be determined-post investigation. The reported event of signal loss over 1 hour is reportable based on loss of connection was found.. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.